Event description:
It was reported on (B)(6) 2026 a 25mm navitor vision was selected for implant using a small flexnav delivery system. During the procedure it was noted that the valve continuously dove while attempting to deploy. The first valve was attempted to be deployed 5 times and was re-sheathed 4 times. The valve was removed from the patient and replaced with a new 27mm navitor vision. During implant, the second valve also dove and under-expanded. Several attempts were made to re-sheath and re-deploy however the issues persisted. The second valve was attempted to be deployed a total of 4 times and was re-sheathed 3 times. The valve and delivery system were removed from the patient and replaced with a new 26mm non-abbott valve. The patient status was stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.